Manufacturer narrative:
Concomitant medical product: 5554-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting decreasing pacing impedance that had reached a low range. It was also reported that the right atrial (ra) lead exhibited high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.